Event description:
It was reported the patient was working with truck batteries and came into contact with ac current. It was reported "it traveled through his whole body." The patient then noticed his stimulator had turned off. He tried several times to turn on his device and it finally did turn back on. It was later reported the patient met with their manufacturer representative who made a slight adjustment to the electrode polarity. An impedance check was performed and none of the electrodes were found to be out of range; all electrodes were in the 900-1000 range. It was noted no surgical intervention was needed at the time. The patient was happy with the outcome and wanted to return to work.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).